Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting circumstances that led to the rm06 message and battery draining quickly was they had surgery and they failed to recharge for a few weeks. The patient called the manufacturer representative who assisted in getting back sooner. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6) ; product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they were charging their implanted neurostimulator yesterday and the controller and the controller drained all the battery on the internal device and vice versa. Pt said when they were charging either the controller or the ins, the other one would drain at a quicker pace than expected. Tss understood that the implant was depleting quicker than expected and the battery of the controller may not be holding a charge. The patient was charging the controller and got a call manufacturer message with code rm06 yesterday. During the call, patient inspected the recharger antenna cord, plug, and controller port, but no damage was detected. Patient reset the controller. Patient then unlocked their controller and saw the batteries screen. Implanted neurostimulators charge was 100% and controller charge was 10%. Tss suggested pt recharge the controller battery and then see if issue persisted; if issue persisted pt will call back.